Event description:
It was reported that the patient presented to the emergency department. A device evaluation revealed that the patient received inappropriate anti-tachycardia pacing (atp) and a shock, due to an atrial arrhythmia, with a rapid ventricular response. Eight months later the same thing occurred. Further review was recommended. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.